Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation and confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location and the instrument failed the electrical continuity test. Additionally, thermal damage was found on the yaw pulley at the base of one of the grip electrodes (not near conductor wire breakage).

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the fenestrated bipolar forceps instrument did not provide energy. A back-up instrument of the same type was used, and the procedure was completed with no reported injury.